Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided); cause was not provided. Reportedly, contact found customer unresponsive. Subsequently, customer was hospitalized. Tandem technical support made multiple follow up attempts with customer, however, no response was received.